Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -18/1.00/106 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on . The patient experienced excessive vaulting; significant reduction of irido-corneal angles; angle closure and glare/haloes. Lens remains implanted. The cause of the event was reported as "other" and noted "error on lens diameter calculation. Angle closure on one cuadrant (nasal)".

Manufacturer narrative:
Claim#: (B)(4).